Manufacturer narrative:
This event was identified during internal quality system activities involving retrospective review of literature sources. Upon review, the manufacturer determined the event meets applicable medical device reporting criteria and is submitting this report to ensure completeness of complaint and MDR documentation. This submission does not represent new information regarding device performance or a change in the known risk profile of the device. The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints. If additional information becomes available, a supplemental report will be submitted.

Event description:
Study: parikh, n., keshishian, e., manley, b., grass, g. D., torres-roca, j., boulware, d., feuerlein, s., pow-sang, j. M., bagla, s., yamoah, k., & bhatia, s. (2021). Effectiveness and safety of prostatic artery embolization for the treatment of lower urinary tract symptoms from benign prostatic hyperplasia in men with concurrent localized prostate cancer. Journal of vascular and interventional radiology, 32(7), 1053-1061. Https://doi.org/10.1016/j.jvir.2021.03.534 was reviewed during internal quality system activities and describes 2 patients experiencing bladder spasm and 1 patient experiencing urinary retention successfully treated with alpha-blockers. One case resulted in penile meatal necrosis from nontarget embolization which met the criteria for sir grade c complication. This patient was successfully managed with supportive care and healed 6 weeks after pae. The patient was also able to successfully undergo radiation therapy without acute or chronic gu toxicity.